Manufacturer narrative:
Corrected data: h6 - annex a code corrected to remove a150101 as no expansion issue was reported. Updated data: b5 section d information references the main component of the system. Other relevant device(s) are: product ID d-evprop23-29 (lot: 0011688325), use by date 2025-march-15, and UDI number (B)(4). H2 h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the surgical aortic valve was successfully fracked with the balloon prior to the transcatheter aortic valve implant.

Manufacturer narrative:
Continuation of d10: product ID d-evprop23-29 (lot: 0011688325); product type: 0195-heart valves product ID l-evprop23-29 (lot: 0011694909); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was being implanted transcatheter aortic valve (tav)-in-surgical aortic valve (sav). Valvuloplasty was performed with an atlas gold 22mm balloon with the intention of breaking the prosthetic ring. The valve was loaded and successful loading was verified. When deployment was begun, inadequate deployment was observed. It appeared as though a valve strut was stuck inside the existing valve. Two more attempts were made to recapture and redeploy the valve, but no change was observed. The valve was removed from the patient. A new valve, delivery catheter system (dcs) and compression loading system (cls) were used successfully for implant without any problems. No adverse patient effects were reported.